Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty.

Event description:
It was reported that a 2.25 x 12 mm trek was prepped and as they were getting ready to backload the guide wire, it was noted that the inner member was separated. There was no resistance removing the protective sheath or stylet. Another balloon catheter was successfully used with the same guide wire to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.